Event description:
It was reported that the machine keeps turning in -155 degrees on its own. No injury reported. A field engineer was dispatched to the site and determined the c-arm rotation switch needed to be cleaned due to build up that was causing sticking. Once this was completed the system was working as intended.